Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reax1145 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported that the tip on the 3cg wire broke. More information has been requested.